Manufacturer narrative:
Analysis received the unit with no button response due to open connector on lcd board. There was no blank display anomaly noted. There was no high pitch noise noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 500 mg/dl at the time of incident. The insulin pump will be returned for analysis.